Event description:
Per the physician, the patient was explanted, due to extrusion of the implant from the cochlea. The physician indicated the patient has ¿congenital abnormalities and has no space between the sigmoid sinus and the external auditory canal¿ which led to the extrusion and explantation. Because of these abnormalities, the patient is unlikely to be reimplanted.